Event description:
The pt experienced shocking sensations 3-4 times a day in their right foot, back of calf and neurostimulator (ins) pocket. There was no known accident or incident related to this complaint. The target area for the stimulation was the right leg. Stimulation was otherwise good. Movement and palpating did not cause stimulation changes. The shocking occurred randomly. All the impedance measurements were normal, between 500-700 ohms, even when in different positions. The company representative confirmed that the pt's device was reprogrammed and he was going to come back in 2 weeks to reassess.

Manufacturer narrative:
(B)(4).